Event description:
Medtronic received information that low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w version 2.6d. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.